Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. Visual examination: product was returned for investigation. It can be confirmed that the instrument is fractured on the bottom part at the attachment of one of the fins. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. The root cause of the reported issue is most likely due to wear and tear from recurrent use, cleaning and sterilization. However, with the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when surgeon tried to take out trial adaptor from trial head, the adaptor broke. This event is related to a malfunction that could potentially lead to a sterility issue. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.